Manufacturer narrative:
Qn#: (B)(4). The actual sample was not returned; however the customer provided two photos for analysis. The photos confirmed that the spring wire guide (swg) was unraveled. However, a full visual inspection could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not apply excessive force in removing guide wire or catheters. If withdrawal cannot be easily accomplished, a chest x-ray should be obtained and further consultation requested. Although the incidence of spring-wire guide failure is extremely low, practitioner should be aware of the potential for breakage if undue force is applied to the wire. Do not cut spring-wire guide to alter length. Do not withdraw spring-wire guide against needle bevel to minimize the risk of possible severing or damaging of spring-wire guide." The customer report of an unraveled swg was confirmed by visual inspection of the customer supplied photos. However, full complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The complaint is reported as: during insertion the wire was distorted while the dilator was inserted and the doctor was able to pull out the wire. The procedure was completed with another lot with no complications. No patient injury or harm reported.

Event description:
The complaint is reported as: during insertion the wire was distorted while the dilator was inserted and the doctor was able to pull out the wire. The procedure was completed with another lot with no complications. No patient injury or harm reported.

Manufacturer narrative:
Qn#(B)(4). The customer returned one spring wire guide (swg) and lidstock for investigation, however they did not return the dilator. Visual inspection of the swg revealed the wire was unraveled from the distal end. Microscopic examination revealed the distal weld was separated from the rest of the swg and not returned. The proximal weld was present and spherical. A few bends were found throughout the body of the swg. Visual inspection of the dilator could not be performed as no dilator was returned. The total length of core wire measured 680 mm which is within specification of 678-688 mm per swg product drawing. The swg outer diameter measured 0.841mm which is within the specification of 0.838-0.877 mm per swg product drawing. The swg was functionally tested based on the instructions for use (IFU). The IFU provided with this kit states, "using the two-piece arrow advancer , advance spring-wire guide through syringe into vein. Advance spring-wire guide into the syringe approximately 10 cm until it passes through the syringe valves." The undamaged portions of the swg were inserted into lab inventory ars, 18 ga introducer needle, and 12 fr tissue dilator. The swg was able to pass through all three components with minimal resistance. A manual tug test confirmed the proximal weld was secure. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit warns the user "do not apply excessive force in removing guide wire or catheters. Although the incidence of spring wire guide failure is extremely low , practitioner should be aware of the potential for breakage if undue force is applied to the wire." The report that the guide wire separated during use was confirmed through examination of the returned sample. The guide wire unraveled from the distal end, and the distal weld was missing. The dilator was not returned for investigation. The returned guide wire met all relevant dimensional and functional requirements , and a device history record review did not identify any manufacturing related issues. Based on the condition of the guide wire and the report that the damage was observed during use, unintentional use error likely caused or contributed to this event. However, because no dilator was returned, the root cause could not be determined. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
During insertion the wire was distorted while the dilator was inserted and the doctor was able to pull out the wire. The procedure was completed with another lot with no complications. No patient injury or harm reported.